Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. A sample with lot number 24l22ge561 was not submitted, but four photos were submitted for this lot number. Through visual examination of the photos, it was observed that an easypump ii sample was connected to a closed system transfer device (cstd) with syringe. Based on examination of the photos, no significant and clear leakage could be observed from the filling port. The reported defect could not be observed through the photos; the complaint involving lot # 24l22ge561 could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: we had another incident of leakage while trying to prepare 5fu in the easypump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.